Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the investigation results, the root cause for the foreign material could not be identified. Since, the foreign material adhered to the location other than outer surface of the device, the user could not remove the foreign material by reprocessing. The presumed cause is physical stress, such as hitting/dropping distal end or chemical stress, such as chemical solution used, made the light guide lens glue peeled off. And then moisture invaded there and corroded. The events can be detected in accordance with the following IFU: detection method is described in evis exera ii, tjf type q180v, operation manual chapter 3: preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain on the inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.